Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a., stating that the device required service as needed due to damaged bearings. It is unknown if the event occurred during surgery. It is unknown if there was patient or user injuries, surgical delay or medical intervention reported related to this occurrence. The date of the event is unknown. No additional information available.